Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mid left circumflex (lcx) artery. The physician noted resistance advancing the 3.0 x 24 mm promus element to the target lesion. Upon removal it was noted that the tip of the stent was bent. The procedure was completed with another 3.0 x 24 mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mid left circumflex (lcx) artery. The physician noted resistance advancing the 3.0x24mm promus element to the target lesion. Upon removal it was noted that the tip of the stent was bent. The procedure was completed with another 3.0x24mm promus element stent. No patient complications were reported and the patient status is stable.